Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was successfully implanted in a patient using a small flexnav delivery system. The implant was completed without any issues. There was no difficulty using the small flexnav delivery system such as, retraction problems, difficulty advancing, or positioning. After removing the small flexnav delivery system, a 14fr non-abbott device was used and a final angiogram was performed. At the end of procedure, it was noted that hemostasis was unable to be achieved using abbott perclose closure devices due to a vascular injury. There was a clinically significant delay in procedure due to vascular injury resulting in bleeding of the patient. The decision was made to perform surgical vascular repair and hemostasis was successfully achieved. The patient received a blood transfusion due to decrease in hemoglobin. There was no reported issue with the 25mm navitor valve. The cause of the vascular injury is uncertain, but it's noted that the 14fr non-abbott device was re-inserted into the patient after removal of the small flexnav delivery system. The patient was hospitalized due to the event, but was in stable condition at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of use-related tissue damage, vascular dissection, hemorrhage, and anemia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, causes for the reported use-related tissue damage and vascular dissection could not be conclusively determined. The reported hemorrhage and anemia appear to be cascading events of the vascular dissection. The reported hospitalization and surgery were the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.